Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; helix found distorted/bent; blood present in/on the helix mechanism; full lead analyzed.

Event description:
It was reported that during the implant attempt after several times, the helix would not extend. The lead was not implanted and a new lead was used. No patient complications were reported as a result of this event.